Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. (1) damaged barrel: the barrel was bent and swelling. (2) leakage: when the hcp drew the solution with the syringe, leakage was observed.

Manufacturer narrative:
H6: investigation summary : three photos and one sample were received by our quality team for evaluation. From the photos, barrel damage was observed. The sample was subjected to visual inspection and barrel damaged that caused leakage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. The damage on the barrel caused the leakage. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. Damaged barrel: the barrel was bent and swelling. Leakage: when the hcp drew the solution with the syringe, leakage was observed.